Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008 in regards to elevated accutni results generated on the unicel dxl 800 access immunoassay system for 4 patient samples on different days. The initial elevated results were reported outside the laboratory. The customer re-ran the samples and the results were within normal reference range. The corrected results were reported. There are no reports of any adverse patient consequence or change to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Customer did not request service verification for this event. No definitive root cause could be determined for this event. This is three of four separate MDR reports related to four patient events associated with a single malfunction report on different days. Reference MDR numbers: 2122870-2011-01593, 01678, 01680 for all event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.